Event description:
The patient's wife/reporter called lifescan (lfs) on december 15, 2005, and alleged that her husband's meter was reading inaccurately high. The medical affairs specialist mailed a letter on december 16, 2005, since the user could not be reached by telephone for further clarification. On the day of the event, the patient tested his blood glucose in the evening and obtained a result of 276 mg/dl. He did not have any symptoms at the time of the result. He took 11 units of his humalin r and did not eat. It would have been helpful to know if the result was obtained before or after dinner and if his insulin was based on the meter result. Some time after the patient passed out. His wife called the paramedics and when they arrived they obtained a result of 30 mg/dl on their meter. They gave the patient a shot, although not specified, it makes sense that it was a glucose shot. They advised the patient to eat something; he ate rice and meat. He then tested on his meter 2 to 3 minutes after eating and obtained a result of 40 mg/dl. He then ate a peanut butter sandwich, 3 to 4 tablespoons of ice cream soda. He retested, on his meter approximately 10 minutes later and obtained a result of 225 mg/dl. It would have been helpful to know what the time difference was between when he took his insulin and when he passed out. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient did not have any control solution to troubleshoot. This complaint is being reported as an adverse event as it appears that the patient may have obtained a falsely high result, which he may have based his treatment on. Subsequently a hypoglycemic event. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/supplemental report text-3/14/2006: the lay user/patient's meter involved in this case has been returned and evaluated by lifescan product analysis and passed all testing with no faults found. Therefore, the user's complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The patient's spouse called lifescan (lfs) in 2005, and alleged that patient's meter was reading inaccurately high. The medical affairs specialist mailed a letter one day later, since the user could not be reached by telephone for further clarification. On the day of the event, the pt tested his blood glucose in the evening and obtained a result of 276 mg/dl. He did not have any symptoms at the time of the result. He took 11 units of his humalin r and did not eat. It would have been helpful to know if the result was obtained before or after dinner and if his insulin was based on the meter result. Some time after the pt passed out. His spouse called the paramedics and when they arrived they obtained a result of 30 mg/dl on their meter. They gave the patient a shot, although not specified, it makes sense that it was a glucose shot. They advised the pt to eat something; he ate rice and meat. He then tested on his meter 2 to 3 minutes after eating and obtained a result of 40 mg/dl. He then ate a peanut butter sandwich, 3 to 4 tablespoons of ice cream and soda. He retested, on his meter approximately 10 minutes later and obtained a result of 225 mg/dl. It would have been helpful to know what the time difference was between when he took his insulin and when he passed out. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The patient did not have any control solution to troubleshoot. This complaint is being reported as an adverse event as it appears that the patient may have obtained a falsely high result, which he may have based his treatment on. Subsequently he suffered a hypoglycemic event. A replacement meter has been sent.